Event description:
It was reported that a syringe 0.5ml 29g 12.7mm 10bag 500 EU had foreign matter before use. The following was reported by the initial reporter: "loose plastic particles in front of the plunger on another syringe".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-05. H6: investigation summary: customer returned (2) loose 1/2cc, 12.7mm, 29g syringes in a shelf carton from lot # 0090585. Customer states that there are loose plastic particles in front of the plunger on another syringe. Both returned syringes were examined and one sample exhibited a hard plastic particle in the fluid path of the barrel. A review of the device history record was completed for batch# 0090585. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 29g 12.7mm 10bag 500 EU had foreign matter before use. The following was reported by the initial reporter: "loose plastic particles in front of the plunger on another syringe"